Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device will not be returned. The lot number was provided. A follow up report will be submitted with all additional relevant information. Estimated date of event (date was not provided).

Event description:
It was reported that the prostar xl sutures were attempted to be deployed in the common femoral artery (cfa) using the preclose technique before a transcatheter aortic valve implantation (tavi) using a 10f sheath. Reportedly, during needle deployment, three of the four needles deployed and were removed. Due to a needle miss, the fourth needle became kinked and the needle with the suture attached migrated to the superficial femoral artery. The device and needle were surgically removed. As the cfa was severely damaged, a vascular prosthesis was used to treat the artery and hemostasis was achieved. Due to the unsuccessful deployment of the prostar xl needles, the tavi procedure was not performed. The superficial femoral artery (sfa) was then viewed via x-ray and a massive thrombus was found. The thrombus was surgically removed and the artery was fine. There was no adverse patient sequela after the thrombus removal. The physician is reported to be trained in the use of the prostar xl. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the lot history record for the reported lot revealed no non-conformances, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database was performed and there does not appear to be any indication of a product quality deficiency. An analysis of the returned device, which included a review of the procedural images, did confirm the reported device issue. Reportedly, a needle backdown technique was not used as per the instructions for use (IFU) when all four of the needles did not deploy. The report of the three deployed needles being removed is not consistent with the IFU statement that in the event that all needles are not deployed, do not remove any deployed needles. The condition of the returned device indicates these steps were not followed.